Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had occlusions in the reservoir in the form of air bubbles. The customer's blood glucose level was 127 mg/dl. Standard troubleshooting was performed. The customer was advised to change his reservoir and infusion set. The product is not being returned. Nothing further was reported.